Event description:
It was reported that the large volume pump displayed dim segments. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned board. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a display board was provided for investigation.

Event description:
It was reported that the large volume pump displayed dim segments. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump displayed dim segments. There was no reported patient involvement.